Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: 4194 implantable pacing lead: (B)(6) 2005. 5076 implantable pacing lead: (B)(6) 2005.

Event description:
It was reported that a remote transmission showed a blocked out electrogram by a red box. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.